Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter had an inaccuracy issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests her blood glucose 4 times a day and she manages her diabetes via insulin on a sliding scale. The patient stated that the alleged issue with the subject meter began on two days before at 9 pm. The patient reportedly was obtaining inaccurate readings on the subject meter during that time. At an unspecified time, she reportedly obtained readings of "324, 258 and 267 mg/dl" on the subject meter. The reported readings were performed within 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results were within the expected value of <=20% and /or <=20mg/dl. After the alleged issue began, at an unspecified time, the patient reportedly experienced symptoms of "shakiness." It is not known whether the patient obtained any readings on the subject meter during the symptoms. The patient reportedly took no diabetes treatment actions following the issue and did not receive/ require any medical treatment or intervention for the diabetes. The patient was not tested on any other meter. During the troubleshooting, the cca found out the following: the patient was obtaining blood samples from his fingers. The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. The meter was set to the correct unit of measurement. The reported readings were from the same source and when verified the reported readings matched with the meter's memory. The customer refused the products to be replaced. This complaint is being reported because the patient reportedly experienced symptom of hypoglycemia after the reported issue. However, there is no evidence that the subject meter malfunctioned because the alleged readings were within the lifescan's criteria for precision.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.